Manufacturer narrative:
.

Event description:
The report stated that during a lap colon, the vessel was sealed with the ligasure vessel sealing system. But 15 minutes after the seal was made, the seal broke down and the patient bled. The vessel was then ligated by sutures. Both the ls1500 handpiece and the ls1100 handpiece were used during this procedure, and the the site does not know which handpiece was used on the vessel with the seal that broke down.